Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that on three separate incidents in the previous two weeks that the device leaked at the blue port and connection site between the cadd pump tubing and the cl3960 tubing. In all three cases the drug had leaked in the cadd pouch and had visible signs of dried drug powder on the cl3960 tubing and not in the cadd cassette. The event occurred while in use with patient. There was patient involvement and unknown patient harm.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable information becomes available.